Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection and a clamp function test found that the occluder feet were broken. The reported condition was confirmed. The cause cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after one week use of the transfer set, the patient found the white component was breaking away from the blue one. There was patient involvement but no patient injury or medical intervention associated with these events.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.